Event description:
It was reported that the rotapro burr became stuck with a rotawire. The 75% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A percutaneous coronary intervention was being performed using a rotapro 2.25mm and a rotawire for treatment. The rotational set speed was 190,000 rpm. The devices were inserted into the coronary artery in dynaglide mode. A yellow alert was displayed immediately after the start of ablation. After several ablation attempts, the alert did not disappear. The devices were cut to remove the devices. After cutting, the advancer was tried to be removed in dynaglide mode, but the rotawire was also pulled out. Both the rotapro 2.25mm and a rotawire were removed together from the patient together. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned within the rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed in which the advancer was dismantled and the interior components were inspected for damages or defects. Destructive testing was unable to identify the cause of the stall. Product analysis confirmed the reported events, as the returned rotawire was kinked and could not be reinserted into the returned rotapro device. The reported rotation issues could not be confirmed as the device stalled and would not run. Destructive testing was unable to identify the cause of the stall.

Event description:
It was reported that the rotapro burr became stuck with a rotawire. A percutaneous coronary intervention was being performed using a rotapro 2.25mm and a rotawire for treatment. The physician had completed rotoblation and began withdrawing the devices from the patient. Upon withdrawal, the physician noted that the rotapro burr and rotawire became stuck on each other. The physician attempted to release the devices from each other, but was unsuccessful. The devices were then removed from the patient together. No patient complications resulted due to this event.